Event description:
(B)(4). I had the essure procedure done in 2011. After that I had severe cramping, and bleeding during my period. About 1 yr after, I started having bowel issues during my period. I gained weight, was constantly bloated and would get rashes. The pain migrated to my lower back and I would have bowel movements 7-10 times a day. Severe pain brought me to my doc again and is was decided to have a hysterectomy. Upon opening me up, they found scar tissue had formed and attached the essure and fallopian tube to my intestines and stomach wall. The pain had come back and I have been advised the scaring from this device will never truly go away.